Event description:
The lay user/ patient contacted lfs on (B)(6) 2010 alleging inaccurate erratic readings on her one touch ultra mini meter. A medical surveillance specialist (mss) was unsuccessful in getting a hold of the patient and sent a letter to obtain further clinical information: the following information was based on the initial call on (B)(6) 2010. The patient did not have her meter with her at the time of the call to troubleshoot the meter. She mentioned that she had obtained erratic readings and the readings were done less than 20 minutes from one another. She did not recall what the readings were since she did not have her meter with her. She mentioned that the issue began sometime in the beginning of (B)(6) 2010. She did not exhibit any symptoms at the time of testing. She mentioned that in mid july she did a lab test and does not recall the result; however, she was treated with 20mg of insulin. There is no information on whether the patient tested her blood glucose at the time of running a lab test. There is also no information on the patient's diabetes regimen or her blood glucose readings she had obtained on her meter. The test strips the patient had been using were in good condition and not expired. The products were replaced. The complaint is being reported since the patient alleged due to the allegedly erratic readings, she visited her physician and was treated with insulin.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.